Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported there was an issue with leakage of the bd intima-ii¿ closed IV catheter system when flushing. The following information was provided by the initial reporter: ¿the nurse found fluid leakage when flushing the intravenous infusion tube to the patient, and replaced the indignant needle with a new one."